Event description:
It was reported that during daily use, the cs300 intra-aortic balloon pump (iabp) display is defective. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#), h8. A getinge field service engineer (fse) evaluated the unit. The screen was flickering, which was eliminated by cleaning the connectors to the screen (spiral cable) and cleaning the connectors in the display. Since a screen flicker does not generate error logs, no error messages were recorded in the device. Unit return to customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display is defective. There were no patient injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.